Manufacturer narrative:
The calcium reagent lot number, sodium electrode lot number, and expiration dates were not provided. The customer replaced all electrodes, reagents, and the tubing. The customer performed calibrated and qc which was acceptable. The field service engineer found a failure in the vacuum tubing and replaced the tubing. He performed mechanism checks, verified rinse levels, verified the gear pump pressure, and ran qc successfully. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple assays from the cobas 6000 c 501 analyzer. The samples were repeated on another cobas c501 analyzer. "Patient 2" initial calcium result was 7.5 mg/dl and the repeat result was 9.1 mg/dl. "Patient 4" initial sodium result was 164 mmol/l and the repeat result was 132 mmol/l. The questionable result for "patient 4" was not reported outside of the laboratory. The repeat results were believed to be correct.